Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and a lead safety switch (lss) occurred due to out of range pacing impedance measurements. The patient's ra and rv leads were non-boston scientific products. It was noted a lss had previously occurred. Boston scientific technical services (ts) discussed troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.